Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced leakage. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: bd inyste autoguard with bc has septum leaking with an additional 16 eaches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 12/13/2021. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 35 sealed 22g x 1.00in. Insyte autoguard bc units from lot number 1061875. The units were all visually inspected for any damage to the catheter adapter assembly. No damage was observed. The units were then inspected for the actuator position and the actuators were found to be in the correct position. Lastly the units were tested for leakage beyond the septum where leakage was not observed. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced leakage. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: bd inyste autoguard with bc has septum leaking with an additional 16 eaches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h.10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the device experienced leakage. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: bd inyste autoguard with bc has septum leaking with an additional 16 eaches.